Event description:
Additional information received from the representative reports they opened another lead and got good motor and sensory response on all 4 electrodes. Lead was returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The representative reports that they were intraoperative and it appears electrodes 0-1 were getting 'no response' but electrodes 2-3 were getting a 'strong response'. Caller states they decided to visually evaluate the lead and they found that it appeared blood had got inside the lead and that may have been the culprit as far as their issue was concerned. The representative indicated they will replace the lead. The patient's indications for use were unknown. Additional information was being requested from representative regarding patient information and outcome of event. Follow up will be submitted if additional information is received.

Manufacturer narrative:
Concomitant product: product ID: neu_stylet_acc, product type: accessory. (B)(4). Analysis of the lead (l/n va10k5t) no significant anomaly. There was suspected body fluids in the lead but no performance impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.